Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while inserting the syringe into the cartridge septum, the customer missed and subsequently, the syringe needle punctured the customer¿s hand. No medical intervention was required. There was no reported impact to blood glucose.